Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the left ventricular lead was explanted and replaced for unspecified reasons.

Event description:
New information notes that the left ventricle lead was dislodged and exhibited failure to capture. The left ventricle lead was explanted and replaced. Patient was stable.